Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely the result of a faulty/loose scope connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the videoscope cable 150 did not connect with scope properly. The issue was observed during reprocessing and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found no image due to scope cable failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the scope connector was found to be loose and needs replacement, the screw was found loose and needs replacement, and the attachment/detachment of scope cable is tight/difficult. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.